Event description:
It was reported that during a colon resection procedure, the clips would not hold after placing with the device. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.